Manufacturer narrative:
(B)(6). (B)(4).

Event description:
T2 non-deployment t2 was not fixed on the meniscus. It occurred 15 min after starting meniscus repair. Same backup device was available. 3 min surgery delay. The patient was noted to be okay post-procedure. Additional information received on 23 oct. 2015 indicated that t2 would not deploy; this occurred after t1 was already deployed through the meniscus. T1 was cut-free and removed. The surgeon was confident all debris was removed.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The insertion needle is dramatically bent. T1 is free from the needle. T2 has not been fully advanced to its pre-deployment position on the needle. T2 was fully advanced and tested for deployment using a rubber meniscus model, t2 deployed as intended. Per the device IFU 10600327 ¿slide the gold trigger forward to advance the second implant (t2) into the ready position. Note: it is normal to encounter resistance prior to achieving the ready position. A snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle. A review of the device history records was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).